Event description:
It was reported that when the 12cm stent was delivered to the femoral artery, it was only 8cm. An extra stent had to be placed. No reported injury to the pt and no reported loss of access.

Manufacturer narrative:
This event is being reported because the device is the same or is similar to one that is used in the united states which is the lifestent flexstar, biliary stent, the device history records were reviewed and confirmed that no remarkable incidents occurred and that this lot met all release criteria. The sample remains implanted so no sample eval could be performed. Based on the info received, the results of the investigation are inconclusive and the root cause cannot be determined. The current indications for use (IFU) states: prior to stent deployment, remove slack from the portion of the delivery system catheter held outside the pt. Caution: any slack in the delivery system catheter (outside the pt) could result in inaccurate stent delivery.